Manufacturer narrative:
Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: field service engineering (fse) contacted the customer to address the reported event. During troubleshooting, the customer reported that the substrate was installed correctly within the last 7 days according to the instruction for use. However, the error persisted. Fse visited the customer to inspect the instrument. During the inspection, fse checked the substrate flask of the instrument and found that the tube was not installed correctly by the user. The tube was placed too far into the substrate flask causing it to loop at the bottom with end of the tube in the middle of the flask. As a result, when the substrate was at half of its volume, the tube was pulling air. Fse adjusted the substrate tube and then performed the daily check without any errors. The instrument was performing as expecting. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar complaints found. The aia-900 operator's manual under section 12 - flags and error messages states that a dl flag indicates a "fault has occurred in the detector or the substrate feed line". According to chapter 5, periodic maintenance, the detector requires cleaning of the glass plate. It must not be dirty or cloudy. It must be cleaned with alcohol. The most probable cause of the detector low (dl) flag due to operator error of the substrate tube incorrectly installed.

Event description:
A customer reported a detector low (dl) flag on the controls with the aia-900 instrument. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of alpha fetoprotein (afp) and myoglobin (myo) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.